Manufacturer narrative:
The device evaluation revealed: a leak in probe unit, foreign materials in distal end of light guide cover, a dent in the plug unit, dents in the probe unit, bumps on distal end of forceps port, angulation of the wire stopper, a broken angulation wire in bending tube, scratches on up down knob, damaged universal cord, and serial number plate was unreadable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the pull wire was torn. Upon inspection and testing of the customer returned device, it was observed that the angulation is locked and is unable to disengage in one direction due to a broken angulation wire in the drum causing the end to come apart and be immobilized, or moving minimally in one direction. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 23-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation of the pull wire being torn, it was confirmed that the "torn wire" of the pointed out phenomenon was reproduced. The event can be detected/prevented by following the instructions for use which state: "do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result." Olympus will continue to monitor field performance for this device.